Event description:
The customer reported that for the third time in a week the 9800 system had black screens . No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The smart switch upgrade was installed during the service call. The system was tested and found to be working as intended and put back into service.